Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal rows 1 and 2 were lifted from their crimp positions and deformed. The undamaged distal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied on the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a coronary artery. After pre-dilation, a 3.00 x 20 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a proximal stent damage.